Event description:
A 3.0mm diameter x 18mm length medtronic ave s670 over-the-wire stent delivery system was inserted into the circumflex coronary artery, after pre-dilatation with a 2.5mm ptca balloon. The stent was successfully deployed at 16atm. After stent deployment, a perforation was noted to the vessel wall. Consequently, the pt became hemodynamically unstable requiring vasopressors and cardiopulmonary resuscitation. Therefore, a 4.5mm x 15mm perfusion ptca balloon was placed, and several long balloon inflations were performed to the area of perforation. The physician then performed a pericardiocentesis, that resulted in an immediate improvement of the pt's status. Final angiographic pictures revealed a sealed vessel wall perforation with no further pericardial drainage. The pt was hemodynamically stable post procedure. There was no additional clinical sequelae reported relative to the event.